Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a moderately calcified right posterior tibial artery lesion with restenosis. A 3x200 mm armada 14 pta balloon dilatation catheter (bdc) was prepared before patient use. The bdc was advanced to the target lesion for pre-dilation with resistance noted with the anatomy. The balloon ruptured at 8 atmospheres during the first inflation. A perforation was also noted due to the bdc being oversized for the calcified vessel. An additional armada 14 pta catheter was used to treat the perforation and complete the procedure. There was a clinically significant delay in the procedure. No additional information was provided.